Event description:
Received a report in 2005 of a pt" who ran on a 200nre dialyzer and reported itching requiring diphenhydramine". A call was placed to the dialysis facility and spoke with the reporter of this event and received additional verbal info and also the treatment sheets of this event. This pt was inadvertently placed on the 200nre in 2004 and reported itching 1 1/2 hours into the treatment. The pt was given 25 mg po of diphenhydramine at that time. This pt completed the dialysis treatment with no further intervention required. The pt was discharged home at the end of his treatment. There is no sample available. The pt continues dialysis as ordered on outpatient basis.